Event description:
Baxter (B) (4) reported a broken twist clamp on a transfer set. The transfer set was in use for 3 months, and it cannot be ruled out that the pt's "over-wound" the twist clamp. The pt was given antibiotics as a precaution. No injury or medical intervention was reported.

Manufacturer narrative:
(B) (4). Evaluation summary: results indicate confirmation of the reported event of a broken twist clamp on a transfer set. A batch review was performed for the above lot number and no issues were noted. Functional and visual evaluation revealed a broken occluder foot. Exact root cause of the broken foot is undetermined. However, potential causes for broken occluder feet are: the pt overtorquing the twist sleeve in the opening direction and the use of various chemicals to clean the transfer set, which can cause environmental stress cracking (i.e., chemical solutions in contact with the part under an applied stress). Renal quality engineering, plant manufacturing, and quality personnel will continue to monitor this product line for trends, and take corrective / preventative actions as appropriate.